Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-73162, it was reported that post-implant check, the pacemaker and the right atrial (ra) lead exhibited increased pacing impedance and increased capture threshold. X-ray and fluoroscopy confirmed that the ra lead was not fully inserted into the atrial port of the pacemaker. The physician stated that the insulation of the ra lead port pin was thicker than normal. The pacemaker was explanted and replaced on (B)(6) 2024 while the ra lead remained implanted. The patient was in stable condition.